Event description:
During a radiofrequency ablation procedure, the generator was booting to a communication error "controller not responding or incompatible". The patient was prepped for the procedure when the case was cancelled and rescheduled for another day. There were no adverse consequences to the patient.

Manufacturer narrative:
One 4 lesion nt2000 pain management rf generator was received for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. When the generator was powered on, the system successfully executed the power on self-test and powered on successfully. An error message stating ¿communication error¿ was observed right after the startup. Further investigation revealed the generator had an abnormal functioning temperature board. The temperature board was replaced temporarily with a known good temperature board and the communication error disappeared. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to an abnormal functioning temperature board.